Event description:
A (B)(6) male patient underwent percutaneous transluminal angioplasty for chronic total occlusion of right femoral artery with contralateral approach on (B)(6) 2012. Left common femoral artery was punctured and a 0.014 inch wire guide and a pv pta guiding catheter were attempted to be advanced into right superficial femoral artery. However, due to severe angulation of common iliac artery and external iliac artery, the pv catheter was not able to be advanced even using another wire guide such as 0.014 inch of other manufacturers the puncture site was changed. Right popliteal artery was punctured with a 21g needle and a 0.018 inch wire guide was inserted. The needle was removed and a 4fr coaxial introducer was inserted, but it was not valid. All devices are removed once, and unused mpis was going to be used, but it was out of stock. Because of that, the same attempt was made with the same mpis again. First the wire guide was inserted and then it was attempted to be removed for puncture again. During the removal, the tip of the wire guide separated. The separated part was elongated 3-4 cm and remained in vessel and soft tissue and confirmed with angiography. The procedure was completed without removal of the part. No symptom of health hazard was observed. On (B)(6) 2012, additional procedure is planning to be performed.

Manufacturer narrative:
Device portion being left in patient is not labeled. Separation is not labeled. Event evaluation: still under investigation.